Event description:
It was reported that pump displayed cartridge alarm during cartridge loading, and issue recurred even after caller followed prompted steps and correct load technique. There was no reported impact to the customer¿s blood glucose level. Caller was unable to successfully resume insulin therapy with pump, so customer technical support arranged replacement pump, instructed caller to place current pump in storage mode and return it with pre-paid label, advised caller to use multiple daily injections as backup insulin therapy, and confirmed caller understood need to reenter pump settings and reconnect continuous glucose monitor to replacement pump.